Manufacturer narrative:
On october 19, 2020 mentor became aware that it erroneously omitted h6 (6. Conclusion codes) from the initial report submitted. The correct value has been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 26, 2021. An explant was performed on (B)(6)2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was confirmed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.